Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 226 mg/dl at the time of the call. The customer stated that the insulin pump was exposed to pool water. The customer was receiving excessive alarms. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was unable to prime during the prime test, and gave a motor error alarm during the basic occlusion test due to moisture damage on the force sensor. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. Unable to perform the excessive no delivery alarm test due to the prime anomaly.